Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that cracked adhesive around acoustic lens, detached acoustic lens, corrosion on partition tube and foreign material in the suction cylinder was found. There was no patient involvement. This inquiry has been cloned once to document 1 product complaint, as mentioned within the event description. This inquiry captures product gf-uct260, see inq-794047 for product EU-me2.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked adhesive around acoustic lens, detached acoustic lens, corrosion on partition tube and foreign material in the suction cylinder . A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.